Manufacturer narrative:
The unique identifier not available at the time of reporting. The manufacture representative went to the site to test the navigation system. The reported issue could not be confirmed because the issue could not be replicated. No parts were replaced. The manufacturer date not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the health care professional (hcp) had issues verifying both the straight suction and 70 degree suction. The distance to divot on both instruments was around 2.5. The 90 degree suction verified without issue. The emitter was re-positioned and the hcp had to continue to manipulate the instruments to get them to verify. The manufacturer representative stated that the instrument did not seem to be damaged. They checked the instrument and could not replicate the issue. There was a 5 min delay in the procedure. No impact on patient outcome.